Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was worn in a zip lock bag while at a water park. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.